Event description:
Health professional reported an alleged "gastric outlet obstruction." The entire system was removed without replacement.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. No add'l info has been reported to allergan regarding the serial number. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or patient non-compliance regarding choice and chewing of food."